Manufacturer narrative:
The technician found the valve seat missing on the trend valve. The technician replaced the trend valve to repair the bed.

Event description:
Information received indicates the head of the bed is drifting down.